Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel/replace belt", "check therapy electrode pad" messages) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the electrode belt had an open pulse wire in the cable connecting ECG "a" and "b" to the front therapy electrode. Additionally, the distribution node (dn) to rear therapy electrode (te) cable was pulled from strain relief. The root cause for the damaged wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported recieving "add gel/replace belt" and "check therapy electrode pad" messages.